Event description:
Patient presented to the physician with a hematoma at the chest incision site. Physician brought the patient into the operating room, drained and irrigated the ipg pocket, and closed.